Manufacturer narrative:
A steris service technician inspected the washer and found that the drain valve retainer was not operating properly causing the reported water leak. The technician repaired the washer and returned it to service. The technician performed routine preventive maintenance prior to the reported event and found the drain valve retainer to be operating properly. In the event of a water leak, the reliance 777 washer is equipped with two emergency shut off buttons. The operator manual states (pp. 3-6), "there are two emergency stop push buttons, one at each end of the unit. When pressed, these push buttons turn off power to all valves and release air pressure in the pneumatic system."

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported water leaked from their washer.